Event description:
The rubber from the tip on the olympus thunderbeat 5mm, 35cm front actuated grip type s melted into the fallopian tube. The fallopian tube was removed as per the procedure so the end result would have been the same.